Manufacturer narrative:
(B)(4). Visual analysis of the device revealed that the distal tip was totally detached and corewire was broken. Therefore the tip detachment can be confirmed. In addition, the distal section of the jagwire was bent, and ptfe was peeled. It is likely that the failure modes observed could have been caused due to interaction with the snare since the guidewire was grasped with this device. When the guidewire was pull into the endoscope the distal tip got separated and also could contribute to the wire becoming bent and peeled at the distal section. The corewire fracture was observed to have mechanical overload through evidence of bending tension and compression zones. Therefore the most probable cause of this complaint is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a jagwire was used in the biliary tract during an endoscopic biliary stent placement procedure on (B)(6) 2020. According to the complainant, during the procedure the bile duct stent with a double-balloon endoscope was being placed to treat the patient after r-y reconstruction, the cannulation could not be performed. The physician switched to rendezvous method from ptcd route. Reportedly, the distal tip of the jagwire detached. The procedure time was over 150 minutes and cannulation was not successfully completed therefore the procedure was cancelled. There were no patient complications reported due to this event. This event has been deemed a reportable event based on the investigation results: corewire was broken.